Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they experienced high blood glucose of 545 mg/dl. The caller was advised to change the infusion set. The customer¿s blood glucose level was 139 mg/dl, and 343 mg/dl thirty minutes in the call and asked her later take another blood glucose and was 294 blood glucose. The insulin pump will not be returned for analysis.